Manufacturer narrative:
.

Event description:
An article titled "long-term outcome of vagus nerve stimulation in childhood onset refractory epilepsy" was published and the abstract was reviewed, which included adverse events involving 2 vns patients. Those 2 patients underwent vns device explant surgeries due to infection. The manufacturer report # 1644487-2015-06008 involves the first patient who underwent vns device explant. The manufacturer report # 1644487-2015-06009 involves the second patient who underwent vns device explant.